Manufacturer narrative:
Insulin pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring and cracked case near display window corners noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
Customer reported via phone call that pieces were broken off from the reservoir compartment lip. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.